Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# igtcfs-65-1-fem-celect-pt. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: they could not get the filter to exit the sheath and pulled everything out. They stopped and went from the internal jugular and put in a filter from another manufacturer. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence

Manufacturer narrative:
Exemption number e2016032. (B)(4). Manufacturer ref# (B)(4). (B)(4). Summary of investigational findings: investigation is based on event description. No product was returned and no imaging was provided. Therefore, it would be inappropriate to speculate at what may or may not have caused the difficulties in advancing the filter through the sheath. However, since reported that everything was pulled out, it is assumed that the filter had not pre-expanded and it is noted that everything was pulled out and a non cook filter was placed from jugular approach. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that it did not work as intended. Cook medical will continue to monitor for similar events.